Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H11: manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was replaced with a shorter length lens and the problem resolved. The cause of the event was unknown.